Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level and also had diabetic ketoacidosis. The customer's blood glucose level was 477 mg/dl at the time of the incident. She was assisted in troubleshooting for high blood glucose. The customer had positive results in ketones test. She also experienced symptoms related to high blood glucose such as lethargy and thirst. The customer's other blood glucose value was 283 mg/dl. The insulin pump will not be returned for analysis.